Manufacturer narrative:
The device, a perforator driver w/hudson end, was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
A report from the USA revealed that the device required service. It is known that the device was not related to any surgical procedure; there is no information about any patient or user injury or intervention. There was no additional information provided.